Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit did not pass the initial power connect test, nor did the unit pass the power-on self-test (p.o.s.t.). The initial power connect lights did not flash as expected. The power button did not illuminate and when pressed, the unit did not power on. The unit was opened, and it was noted that there was significant lint buildup inside the unit, especially on the power supply board. The power supply board was replaced with a known good lab inventory board. This time, the unit was able to pass the initial power connect test and the power-on self-test with no issues. The next test was the temperature display accuracy test using the diagnostic probe kit, and the following simulated values: low temperature- 25 degrees c, normal patient scenario- 37 degrees c, high temperature scenario- 43 degrees c. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The complaint has been confirmed. The investigation revealed a defective power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2012 and was designed for a minimum of 5 years. The root cause for the failure is normal wear. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the "heater will not power on". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the "heater will not power on". No patient involvement reported.